Manufacturer narrative:
(B)(4). Multiple MDR¿s were submitted for this event. Please see reports: 0001822565-2016-02781. Concomitant medical products: p/n 00596203210 articular surface l/n 63035288. Tibial tray. Report source: foreign. The event occurred in (B)(6). No device was returned for evaluation as it remains in-vivo. The reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. The device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
It was reported the liner would not fully lock into the mating tibial tray, causing a 0-15 minute delay to surgery. The tibial tray was retained and the surgery was completed with another liner. No further surgical complications were reported. No further information has been made available at this time.